Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that during implant procedure of implantable pacing lead (ipl), analyzer check showed high impedance at septal and/or apex area. The ipl was removed and another lead was inserted and tried on both the same position, impedance was within acceptable ranges. No patient complications have been reported as a result of this event.